Manufacturer narrative:
B5: updated h3: analysis found crm firmware revision was not current. Volume knob broken away from eic board. Broken mute port. Product analysis for product number nim4cpb1 found broken screw hole on bottom enclosure. Loose pins on afe board. H6: fdr code c07 is applicable for product number nim4cpb1. Previously submitted codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Img code g04070 and g0403401 are applicable for product number nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received event occurred during setup system was not stimulating and emg signal was extremely noisy.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that system was not stimulating had excessive noise. Representative tried switching out probes and troubleshooting has not resolved the issue.  There was no patient impact.